Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 236831, UDI: (B)(4).

Event description:
It was reported that the patient experienced numbness in the legs and lead migration was also noted. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.